Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and syringe needle to resolve the issue. Customer¿s blood glucose was 'high'; although specific value was not provided. Elevated bg was addressed by a bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.